Event description:
It was reported that the infusion pump was to deliver a 50 ml solution over thirty mins, however when the pump indicated that the 50 ml amount had infused, the container was still full. When the pump door was opened it was observed that the IV tubing had been loaded in a manner that grossly kinked the tubing between the pumping fingers and the upstream sensor. The pump was removed from use. No medical or surgical intervention was required with the pt.